Event description:
Boston scientific neurovascular became aware that during a cerebral embolization procedure, the end of the subject of device broke off. The patient required intervention to remove the broken end of the subject device.